Event description:
It was reported that the customer's insulin pump alarmed during the rewind/prime process. Troubleshooting was performed. The customer's blood glucose was 13mmol/l. Assisted the caller to clear the alarm and to rewind again. Instructed the caller to program a bolus into the air, and the bolus was recorded in the bolus history. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.